Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After the guidewire was crossed, a 2.50mm/1.5cm/140cm flextome small peripherial cutting balloon was selected for use in tibioperoneal trunk. However, during initial inflation at 6 atmospheres the balloon ruptured. The device was removed without any issues. Another dilation was performed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.